Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break

Event description:
Boston scientific received information that during the implant procedure initially good measurements were obtained on this right ventricular (rv) lead. After the right atrial lead was placed into the heart high rv pacing thresholds were noted due to the difficulty with the right atrial lead. A new competitor lead was implanted. This lead was returned. No adverse patient effects were reported.